Manufacturer narrative:
Batch review performed on 18 october 2020: lot 1904670: (B)(4) items manufactured and released on 11-sep-2019. Expiration date: 2024-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Additional device involved: batch review performed on 18 october 2020: liner: versafitcup dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265) lot 1900248: (B)(4) items manufactured and released on 09-apr-2019. Expiration date: 2024-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain, 2 months after primary surgery, due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the head and the liner and the surgery was completed successfully.